Manufacturer narrative:
The manufactures internal number is (B)(4). Investigation is on-going. Product findings are high temperature and discoloration to distal end of instrument. Related MDR filings for this event are 23-107, 23-109 and 23-110 from internal numbers (B)(4). The IFU states for the double lumen bipolar take apart consists of a handle, inner sheath, outer sheath and a working insert. Ifu97000168 IFU v3.0 11/2017 " warns to make sure that all electrical contacts on the instrument are thoroughly dried prior to being connected to the generator and to use the lowest possible current setting at which adequate cutting and coagulation can be achieved. " the IFU additional notes "to keep the distal tip of any bipolar instrument in their field of view at all times."

Event description:
It was reported that there was an issue with the product 26276b take-apart bipolar inner sheath. According to the information received during a tubal ligation the inner sheath along with instruments of the take-apart set malfunctioned causing the complete severing of the patient's fallopian tube, unknown side. Case was completed but not until after an unplanned salpingectomy was performed. Patient post operative condition is unknown.

Manufacturer narrative:
Per manufacture: no abnormalities found, article 26276b show some light to deep scratch marks on the mantle surface of the shaft, which can be attributed to an external impact during reprocessing or handling. No corrective actions necessary as there is no critical and/or systematic deviation found during investigation. The manufactures internal number is (B)(4).